Event description:
A distributor in china reported on behalf of a healthcare facility that the tubing of a bc191-05 flexitrunk nasal tubing was cracked during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Method: the subject device, bc191-05 flexitrunk nasal tubing was not returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the information and photography provided by the distributor, and our knowledge of the product. Results: evaluation of the provided information and photography revealed that the device tubing was broken and was wrapped in medical tape. Conclusion: without the subject device being returned for evaluation, the exact cause of the reported event could not be determined. As part of the manufacturing process, each flexitrunk infant nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. The user instructions which accompany the bc191-05 flexitrunk nasal tubing include the following: "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." "Handle with care. Use caution when positioning or disconnecting the interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." "Disconnect the flexitrunk interface gently by twisting the connectors. Do not pull forcefully, as this may damage the tubing. Handle with care" "use patient oxygen monitoring" additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 flexitrunk nasal tubing.

Manufacturer narrative:
(B)(4). Section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Method: the subject device, bc191-05 flexitrunk nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photography provided by the healthcare facility, and our knowledge of the product. Results: evaluation of the photography provided reveals the device setup, however the reported event is not visible from the photography. The healthcare facility reported that the tubing of subject device was cracked. Conclusion: we are unable to confirm the cause of the reported event. As part of the manufacturing process, each flexitrunk infant nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. The user instructions which accompany the bc191-05 flexitrunk nasal tubing include the following: "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." "Handle with care. Use caution when positioning or disconnecting the interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." "Disconnect the flexitrunk interface gently by twisting the connectors. Do not pull forcefully, as this may damage the tubing. Handle with care" "use patient oxygen monitoring" additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 flexitrunk nasal tubing.

Event description:
A distributor in china reported on behalf of a healthcare facility that the tubing of a bc191-05 flexitrunk nasal tubing was cracked during use. There was no reported patient consequence.